Manufacturer narrative:
Product event summary #. It was reported by that the controller ac adapter had a fracture; the patient denied any mistreatment. The controller ac adapter, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing. Visual inspection revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. The damaged cable was likely the reported "fracture". As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the output cable.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the controller ac adapter had a fracture. The patient denied any recollection of how it could have occurred and denied getting it caught or any mistreatment. The ac adapter was replaced without consequence to the patient. No further information was provided.